Event description:
The reporter contacted animas on (B)(6) 2013 and stated the audio bolus button required multiple presses to elicit a response. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings:investigation confirmed that the bolus button was intermittently responsive. The bolus button required hard presses to elicit a response. The bolus button cover was removed and the internal plug contact was found to be misaligned.